Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device appeared to exhibit instances where the minute ventilation (mv) sensor did not respond as expected at higher rates. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker (crt-p) experienced a lack of heart rate increase while exercising, primarily while cycling. The patient stated that 6 visits to the office have been required for reprogramming the mv sensor. Technical services (ts) was consulted, and recommendations were discussed. No adverse patient effects were reported. This device remains in service.